Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0883, awareness date 27-aug-2015). It refers to a nearing (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Received in united states on (B)(6) 2015 and refers consumer reported that she decided to become sterilized after having her fourth child and nearing her 40's. When she approached her gynecologist about tubal ligation she recommended essure as a safer non-surgical alternative. Consumer specifically asked about migration due to someone close to her having mirena that had migrated and required laparoscopic abdominal removal (case number (B)(4)). Consumer was told that even though the pamphlet warned about migration, it really couldn't happen due to the way the scarring forms. After talking it over with her husband, she decided to go ahead with the procedure in office with only local anesthesia. According to her, the procedure was not quick and easy. One implant broke during implantation and had to be replaced with another one from a second package. At one point the pain was literally so great, that she jumped u and the doctor reassured her she was almost finished and everything was ok. Consumer was not able to have the hysterosalpingogram confirmation test done at 3 months due to non-stop bleeding. Her period finally stopped after 6 months. Once the hsg test was performed it was discovered that one implant had indeed migrated and was in her abdominal cavity. Her fallopian tube was open and she was not sterile. The other implant was in place and showed complete occlusion. She experienced multiple changes in her body with excessive weight gain, debilitating joint pain, metallic taste in mouth, high blood pressure, heart palpitations, chronic pelvic pain, heavy periods, large clots during period, brain fog, pain during intercourse, constant back pains, hot flashes, fluctuations between constipation and diarrhea, dizzy spells, extreme moodiness, deterioration of teeth, just to name a few that she noticed quickly after having essure implanted. She decided she no longer wanted it in her body. The fact that one was shown to be in her abdomen made that difficult. Her gynecologist called the manufacturer to get information for proper removal with a migrated implant and was told there was no protocol for such event. Health care professional informed her that she could not help. At that point, consumer called countless doctors trying to find someone who could help her. The only doctor who would accept her case was an oncologist who was familiar with difficult gynecological cases. It was decided that the best way to remove the implants would be a total hysterectomy with a bilateral salpingectomy and they would search for the migrated implant during surgery. That was not necessary however as it was discovered during surgery that indeed both implants had migrated by that time and were perforating her uterus. According to reporter, both essure implants were sticking through her uterus and stated that device had migrated and had impaled her. In addition, consumer reported that if she had known the truth about migration, about the material the device was made of, that it would forever change her life and take away a year of her life, where she had to sit and watch everything and everyone around her while living with debilitating pain, or that it would kill her sexual desire and cause problems with her husband; she would not have gotten the device. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the procedure was not quick and easy. One implant broke during implantation and had to be replaced by another one. She had pain among other non-serious events quickly after having essure implanted. Approximately 6 months after essure insertion, she had a hysterosalpingogram hsg test performed it was discovered that one implant had migrated and was in her abdominal cavity. She decided to have essure removed and during surgery it was noticed that both implants had migrated by that time and were perforating her uterus (interpreted as uterine perforation). The uterine perforation is serious due to required intervention while the device breakage is non-serious. The uterine perforation is listed while the breakage during insertion is unlisted in the reference safety information for essure. Considering the nature of these events, the compatible temporal relationship and for device breakage and also the fact that the procedure was not easy and not quick, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the procedure was not quick and easy. One implant broke during implantation and had to be replaced by another one. She had pain among other non-serious events quickly after having essure implanted. Approximately 6 months after essure insertion, she had a hysterosalpingogram hsg test performed it was discovered that one implant had migrated and was in her abdominal cavity. She decided to have essure removed and during surgery it was noticed that both implants had migrated by that time and were perforating her uterus (interpreted as uterine perforation). The uterine perforation is serious due to required intervention while the device breakage is non-serious. The uterine perforation is listed while the breakage during insertion is unlisted in the reference safety information for essure. Considering the nature of these events, the compatible temporal relationship and for device breakage and also the fact that the procedure was not easy and not quick, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0883, awareness date 27-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. When she approached her gynecologist about tubal ligation she recommended essure as a safer non-surgical alternative. Consumer specifically asked about migration due to someone close to her having mirena that had migrated and required laparoscopic abdominal removal ((B)(4)). Consumer was told that even though the pamphlet warned about migration, it really couldn't happen due to the way the scarring forms. After talking it over with her husband, she decided to go ahead with the procedure in office with only local anesthesia. According to her, the procedure was not quick and easy. One implant broke during implantation and had to be replaced with another one from a second package. At one point the pain was literally so great, that she jumped u and the doctor reassured her she was almost finished and everything was ok. Consumer was not able to have the hysterosalpingogram confirmation test done at 3 months due to non-stop bleeding. Her period finally stopped after 6 months. Once the hsg test was performed it was discovered that one implant had indeed migrated and was in her abdominal cavity. Her fallopian tube was open and she was not sterile. The other implant was in place and showed complete occlusion. She experienced multiple changes in her body with excessive weight gain, debilitating joint pain, metallic taste in mouth, high blood pressure, heart palpitations, chronic pelvic pain, heavy periods, large clots during period, brain fog, pain during intercourse, constant back pains, hot flashes, fluctuations between constipation and diarrhea, dizzy spells, extreme moodiness, deterioration of teeth, just to name a few that she noticed quickly after having essure implanted. She decided she no longer wanted it in her body. The fact that one was shown to be in her abdomen made that difficult. Her gynecologist called the manufacturer to get information for proper removal with a migrated implant and was told there was no protocol for such event. Health care professional informed her that she could not help. At that point, consumer called countless doctors trying to find someone who could help her. The only doctor who would accept her case was an oncologist who was familiar with difficult gynecological cases. It was decided that the best way to remove the implants would be a total hysterectomy with a bilateral salpingectomy and they would search for the migrated implant during surgery. That was not necessary however as it was discovered during surgery that indeed both implants had migrated by that time and were perforating her uterus. According to reporter, both essure implants were sticking through her uterus and stated that device had migrated and had impaled her. In addition, consumer reported that if she had known the truth about migration, about the material the device was made of, that it would forever change her life and take away a year of her life, where she had to sit and watch everything and everyone around her while living with debilitating pain, or that it would kill her sexual desire and cause problems with her husband; she would not have gotten the device. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Medical records received on 05-may-2017: consumer's date of birth added. Patient consumes tobacco products. 0.25 pack per day, for the past 20 years, alcohol- 2 drinks per week. Her mother had hypertension and thyroid issues. On (B)(6) 2013, essure was inserted; she received premedication of norco, xanax and toradol. A paracervical block was performed. The essure procedure was performed per protocol. Trailing coils after insertion on both sides was 4. Essure lot number was 50701364 and 50705834. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and the procedure was not quick and easy. One implant broke during implantation and had to be replaced by another one. She had pain among other non-serious events quickly after having essure implanted. Approximately 6 months after essure insertion, she had a hysterosalpingogram hsg test performed it was discovered that one implant had migrated and was in her abdominal cavity. She decided to have essure removed and during surgery it was noticed that both implants had migrated by that time and were perforating her uterus (interpreted as uterine perforation). Considering the nature of these events, the compatible temporal relationship and for device breakage and also the fact that the procedure was not easy and not quick, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Since lot number was provided, an updated analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0883, awareness date 27-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. When she approached her gynecologist about tubal ligation she recommended essure as a safer non-surgical alternative. Consumer specifically asked about migration due to someone close to her having mirena that had migrated and required laparoscopic abdominal removal (case number (B)(4)). Consumer was told that even though the pamphlet warned about migration, it really couldn't happen due to the way the scarring forms. After talking it over with her husband, she decided to go ahead with the procedure in office with only local anesthesia. According to her, the procedure was not quick and easy. One implant broke during implantation and had to be replaced with another one from a second package. At one point the pain was literally so great, that she jumped u and the doctor reassured her she was almost finished and everything was ok. Consumer was not able to have the hysterosalpingogram confirmation test done at 3 months due to non-stop bleeding. Her period finally stopped after 6 months. Once the hsg test was performed it was discovered that one implant had indeed migrated and was in her abdominal cavity. Her fallopian tube was open and she was not sterile. The other implant was in place and showed complete occlusion. She experienced multiple changes in her body with excessive weight gain, debilitating joint pain, metallic taste in mouth, high blood pressure, heart palpitations, chronic pelvic pain, heavy periods, large clots during period, brain fog, pain during intercourse, constant back pains, hot flashes, fluctuations between constipation and diarrhea, dizzy spells, extreme moodiness, deterioration of teeth, just to name a few that she noticed quickly after having essure implanted. She decided she no longer wanted it in her body. The fact that one was shown to be in her abdomen made that difficult. Her gynecologist called the manufacturer to get information for proper removal with a migrated implant and was told there was no protocol for such event. Health care professional informed her that she could not help. At that point, consumer called countless doctors trying to find someone who could help her. The only doctor who would accept her case was an oncologist who was familiar with difficult gynecological cases. It was decided that the best way to remove the implants would be a total hysterectomy with a bilateral salpingectomy and they would search for the migrated implant during surgery. That was not necessary however as it was discovered during surgery that indeed both implants had migrated by that time and were perforating her uterus. According to reporter, both essure implants were sticking through her uterus and stated that device had migrated and had impaled her. In addition, consumer reported that if she had known the truth about migration, about the material the device was made of, that it would forever change her life and take away a year of her life, where she had to sit and watch everything and everyone around her while living with debilitating pain, or that it would kill her sexual desire and cause problems with her husband; she would not have gotten the device. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Medical records received on 05-may-2017. Consumer's date of birth added. Patient consumes tobacco products. 0.25 pack per day, for the past 20 years, alcohol- 2 drinks per week. Her mother had hypertension and thyroid issues. On (B)(6) 2013, essure was inserted; she received premedication of norco, xanax and toradol. A paracervical block was performed. The essure procedure was performed per protocol. Trailing coils after insertion on both sides was 4. Essure lot number was 50701364 and 50705834. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Quality safety evaluation of ptc received on 29-may-2017. Lot number: 50701364 manufacture date: 2012/11 expiration date: 2015/11. Lot number: 50705834 manufacture date: 2012/12 expiration date: 2015/12. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.